Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00805 & 0001825034-2017-00806).

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.